Manufacturer narrative:
Concomitant medical products: product ID: 8780, serial#: (B)(4), implanted: (B)(6) 2013, product type: catheter. Product ID: 8780, serial/lot #: (B)(4), ubd: 03-jun-2015, UDI#: (B)(4). If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a healthcare provider and consumer via a company representative regarding a patient receiving dilaudid and bupivacaine via an implantable pump. The other medications the patient was taking at the time of the event was oral opioids. It was reported that the patient reported they have never received any relief from their pump. The pump was also flipping in the pocket making it difficult to interrogate and for the patient to use the ptm (personal therapy manager). The environmental, external or patient factors that may have led or contributed to the issue was the patient lost about 50 lbs. An x-ray was done on (B)(6) 2021 showed catheter anterior. The diagnostics and troubleshooting performed was dye study showed catheter is anterior. The actions and interventions taken to resolve the issue was the physician was to discuss surgical catheter and pocket revision option to patient. Surgical intervention did not occur and it was unknown if surgical intervention was planned. The issue was not resolved at the time of the report and it was noted that the healthcare provider would not have any further information regarding the event.